Manufacturer narrative:
Device is a combination product. Device evaluation by MFR.: promus element, mr, ous 3.50x32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid stent region were lifted from their crimped position. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 80% - 90% stenosed, 28mm x 3.5mm, concentric, de novo target lesion, containing a >45 and <90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with a maverick balloon catheter resulting to 40% residual stenosis. A 3.50x32mm promus element drug-eluting stent was advanced but the stent did not track. The physician tried to push the stent but felt resistance and when the device was pulled back, it was noticed that the stent strut was partially lifted in the distal portion. The procedure was completed with another of the same device with good clinical outcome and timi 3 flow.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 80% - 90% stenosed, 28mm x 3.5mm, concentric, de novo target lesion, containing a >45 and <90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with a maverick balloon catheter resulting to 40% residual stenosis. A 3.50x32mm promus element drug-eluting stent was advanced but the stent did not track. The physician tried to push the stent but felt resistance and when the device was pulled back, it was noticed that the stent strut was partially lifted in the distal portion. The procedure was completed with another of the same device with good clinical outcome and timi 3 flow.